Event description:
It was reported during inspection for use, the generator exhibited error code e433 in the device's memory. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.